Event description:
It was reported that a user experienced hyperglycemia while using the ilet with an inset infusion set, without leaks or device alarms, confirmed by a fingerstick, with highest glucose reported above 400 mg/dl and elevated for a few hours; the user declined an infusion set change at that time and elected to administer subcutaneous insulin by pen while disconnecting from the system for two hours. Symptoms included hyperglycemia without reported loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no hospitalization, no professional medical intervention, no assistance required, and no reported ketone testing or steroid use. Investigation included telephone troubleshooting and user education focused on infusion set management and safe use of back-up insulin. Investigation of this case revealed no device alarms, no confirmed infusion set failure, and no confirmed interruption of insulin delivery, with the specific cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.